Manufacturer narrative:
Pump passed functional testings including displacement test, rewind, basic occlusion test, occlusion test, prime test, self test, test and excessive no delivery test. No unexpected error alarm, error alarm or error alarm noted during testings. However, error alarm found in alarm history. Error alarm due to corrupted history file. Unit was received with normal operating currents and no unexpected off no power alarm or low battery alarm noted. Unit passed the dat test at 0.08750 inches. Unit was received with moisture damaged inside battery tube, cracked belt clip slot at battery tube threads area, cracked reservoir tube lip, cracked case at display window corner, minor scratched lcd window, stained end cap sticker and stained address/serial number label. Unit was received with intermittent act button response due to flattened act button dome switch (no crease). No moisture damage on keypad traces noted. Keypad connector was fully locked.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer called and reported that they got hospitalized a few times as the pump was either over delivering or not giving insulin at all. The customer was in the hospital 4 times in 2016 and twice in 2017, with the last incident in (B)(6) 2017, where the pump was not giving them insulin at all. The customer stopped using the pump. The customer used the pump to treat on (B)(6) 2017 and even used pens but still wound up with diabetic ketoacidosis. The customer stopped using the pump again. The customer ran the displacement test and the pump failed. The pump's memory had unexpected restart alarms, and corrupted history alarms. The customer was wearing the insulin pump during the incidents. Troubleshooting was not completed. The insulin pump will be returned for analysis.